Manufacturer narrative:
Initial report of complaint (B)(4). Device requested for return. Risk review: (B)(4) rev 13 - 1081 aurical aud hazard 2.1. Cause - over voltage condition due to input voltage exceeds range (for main unit) effect - fire - smoke inhalation, second degree burns, third degree burns and/or environmental damage residual risk - moderate

Event description:
Aurical aud became very hot, according to user. Housing at power supply connection slightly warped and scorched as a result. Aurical aud is installed in a drawer. However, the user says that the replacement device does not get as hot there either. No patient or user harmed.